Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was not powering on. Patient involvement: no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 29jan2019. The service engineer (se) inspected the device. The se found an error code for air valve liftoff failure failed in the ventilators diagnostic logs. The se performed extended self test (est) short self test (sst) and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.